Event description:
The external ventricular drainage set was used on a critically ill patient. Upon pre-test prior to implant, insufficient drainage was noted on the intial set that was used. A second drainage set was tested and could not be used due to no flow. A third external drainage set was tested by injecting csf in the stopcock before the burette, a resistance was noted. A higher pressure was applied and the surgeon was able to free the ball and restore the device functionally. The third device was used on the patient. The surgeon reported this to be a serious injury since the device was used on a critically ill patient and this caused a surgical delay in of 1 hour and 15 minutes.